Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, the device met all mechanical and electrical specifications. Engineering pressed the fuse button at different angles and strengths but were unable to replicate the incident experience. The device was disassembled for further evaluation and engineering found that the leads of the fuse button could potentially come into contact with an adjacent component inside the handle. This could result in a stuck fuse button if the button was depressed at an angle. The root cause of the incident experience was likely due to the leads of the fuse button coming into contact with an adjacent component inside the handle. As a result of this feedback, additional inspection steps have been added to the manufacturing process to further minimize the potential for this type of incident to reoccur. The fluid noted under the insulation is a cosmetic issue and does not affect the functionality or safety of the device. This document represents our final report.

Event description:
Lap hybrid tamis/tarr (transanal via gelpoint path - transabdominal via trocars) - "the surgeon pushed the energy button and then took off his finger, but the device did activate energy without pressing the button. This happened 4 times. After these 4 events the device worked well. I recognized again fluid under the insolation." Patient status - "ok."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.